Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage at the scope connector cover (s-cover) packing. A further cause of the leakage could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found air/water cylinder, air/water tube and jet tube had white foreign material, the nozzle had corrosion and was clogged with foreign material similar to surgical glue. In addition, the evaluation found the following; the water tightness was lost, due to wear of the scope cover packing, the scope cover had a crack, the insulation resistance value, at the distal end, did not meet the standard value, due to a crack on the plastic distal end cover, the image had a partially dark area, due to a scratch on the objective lens, the bending angle in the up direction exceeded the standard value, due to damage on the bending tube, the plastic distal end cover had a crack, the objective lens had a chip, the light guide lens had a crack, the adhesive on the bending section cover had wear, the connecting tube had discoloration and the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had the air function disturbed; there was too little air at the outlet. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found; the air/water cylinder, air/water tube and jet tube had a white foreign material, the nozzle had corrosion and was clogged with foreign material similar to surgical glue. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.